Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a broken main tube approximately 0.0630in from the distal tip. A piece measuring proximately 8.05mm x 7.50mm. No material was found missing. Components adjacent to this broken main tube do not show damage. The instrument was found to have a detached main tube at the proximal clevis. The complaint regarding a broken tip was confirmed by failure analysis. The probable root cause of a broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that the medium-large clip applier instrument had a broken tip. There was no report of patient involvement or patient injury.